Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of radiographic images show 2 ap views. Pre-op shows severe thoracic scoliosis, apex right 90 degree with apex about t7. Excellent correction attained with solera construct and pedicle screws at l3-t2. Apparent rod fracture noted below right l8 screw.

Event description:
It was reported that a patient underwent an unknown spinal procedure, at an unknown time post-op, it was noted that a rod was broken. A revision has not been scheduled. No further details are known at this time.

Manufacturer narrative:
A review of radiographic images show ap and lateral views show a construct from l2-l5. Initial surgery was done from l4 to s1 including decompression at l5. Junctional disease developed at l3/4 with recurrent stenosis requiring this first revision surgery. Severe degenerative disc disease seen at l3/4 without interbody support in initial film. Broken rod is reported at l2/3 and revision is completed from l1 to l5. During second revision interbody device is added at l1/2. Rod breakage became much more likely when anterior column support was not provided during the first revision.